Event description:
It was reported when using the bd seditainer¿ 4nc 0.105m 0.45 ml blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 300 times. The following information was provided by the initial reporter: translated to english. The customer stated: "it looks like there is not enough vacuum in the tube. The tube dont fill up."

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd seditainer¿ 4nc 0.105 m 0.45 ml blood collection tubes experienced underfill or low draw of a tube with blood. This event occurred 300 times. The following information was provided by the initial reporter: translated to english. The customer stated: "it looks like there is not enough vacuum in the tube. The tube dont fill up."